Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began ¿recently¿ but did not know the date/time. She reported having dropped the meter and after that, it gave an unknown error when attempting to test. The patient reported that she manages her diabetes with oral medication (unknown type/dose) and that she increased her medication in the morning in response to not being able to test her blood glucose. She claimed that within less than 30 minutes she developed symptoms of ¿hand shaking and legs were weak, and sweating.¿ despite her symptoms, she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the patient did not have the test strips she was using at the time the alleged issue occurred. The issue was resolved with troubleshooting during the call with different test strips. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.